Event description:
It was reported that the patient presented for a device exchange procedure. Prior to the procedure, it was noted that the right atrial lead exhibited far r oversensing, failure to sense and low sensing values. The right atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.